Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. The pump contained an ¿other¿ drug with an unknown concentration and dose. It was reported the pump had been empty for some time, and the patient was not a surgical candidate, so they did not plan on replacing the pump. It was reported an alarm was heard/confirmed by telemetry. The hcp stated when she went to enter the pump off code, she found the pump was in safe state. The hcp did not have any other details and did not have the log information regarding safe state. The pump was being turned off due to discontinuation of therapy, not due to safe state; the procedure was not due to a problem with the device or therapy. No patient symptoms/complications were reported.